Event description:
It was reported that the user experienced a high blood glucose, with a highest continuous glucose monitor (cgm) reading of 230 mg/dl, shortly after a supply change and a recent meal while using the ilet system with a fsl3+ cgm and an infusion set at a cd site. The user reported successful completion of the supply change and glucose was trending down by the end of the call. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem, characterized as an improper or incorrect procedure or method related to the user interface, in the context of meal-related glucose elevation. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.

Manufacturer narrative:
Initial